Event description:
Pump declared alarm 20 while in use, but there was no adverse impact to the customer's blood glucose level. Customer had previously reported this issue with the same pump. Tandem technical support decided to replace the pump and confirmed that it was still under warranty. Customer was advised to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted. Technical support provided instructions for placing the pump into storage mode before returning it and sent a pre-paid label for its return, which the customer understood and acknowledged.